Event description:
In about five days later when pt was given new contact lens, the event happened. Pt was travelling and at the airport, eyes were irritated, worse within 20 minutes. Eyes were swollen, inside tissue was puffed out, could not see, rinsed eyes with cold water when she got home. She went to the e.r. Where a scratch was detected on the cornea. Dr prescribed antibiotic for pt.